Manufacturer narrative:
E1. Phone number continued: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: swelling, discomfort, seroma-late, capsular contracture baker grade IV.

Event description:
Healthcare professional reported right side "swelling and discomfort" and periprosthetic fluid diagnosed via ultrasound. An ultrasound guided aspiration of the accumulated fluid was conducted twice due to a re-accumulation of fluid as confirmed by ultrasound. The physician later reported capsular contracture baker grade lv. The cytopathology report noted "the immunohistochemical stain for cd30 is negative. No evidence of a lymphoma". The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6.

Event description:
Healthcare professional reported right side "swelling and discomfort" and periprosthetic fluid diagnosed via ultrasound. An ultrasound guided aspiration of the accumulated fluid was conducted twice due to a re-accumulation of fluid as confirmed by ultrasound. The physician later reported capsular contracture baker grade lv. The cytopathology report noted "the immunohistochemical stain for cd30 is negative. No evidence of a lymphoma". The device remains implanted.

Event description:
Healthcare professional reported "swelling and discomfort" and "periprosthetic fluid" diagnosed via ultrasound. An ultrasound guided aspiration of the accumulated fluid was conducted twice due to a re-accumulation of fluid as confirmed by ultrasound. The physician later reported "capsular contracture, baker grade lv". The cytopathology report noted "the immunohistochemical stain for cd30 is negative. No evidence of a lymphoma". Healthcare professional later reported via the cytopathology report "cd30: this stain shows isolated positive cells which are not atypical in appearance and probably correspond to centroblast" and "the appearance is in keeping with a dense lymphohistiocytic infiltrate. Diagnostic features of anaplastic large cell lymphoma are not evident". This record is for the right side. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: seroma-breast: unable to observe as it is not related to the manufacturing process. Edema-breast: unable to observe as it is not related to the manufacturing process. Capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure observed, creases, wear abrasion and observed an opening on the device were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported "swelling and discomfort" and "periprosthetic fluid" diagnosed via ultrasound. An ultrasound guided aspiration of the accumulated fluid was conducted twice due to a re-accumulation of fluid as confirmed by ultrasound. The physician later reported "capsular contracture, baker grade lv". The cytopathology report noted "the immunohistochemical stain for cd30 is negative. No evidence of a lymphoma". Healthcare professional later reported via the cytopathology report "cd30: this stain shows isolated positive cells which are not atypical in appearance and probably correspond to centroblast" and "the appearance is in keeping with a dense lymphohistiocytic infiltrate. Diagnostic features of anaplastic large cell lymphoma are not evident". This record is for the right side. Device has been explanted.